Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was implanted within a cancer patient on (B)(6), 2010. According to the complainant, the stent was successfully deployed within the right main bronchus. The stent had fully expanded and was in the correct position. After removing the delivery system without issue, it was noted that the stent retention suture was visible within the lumen of the bronchus. The stent retention suture stent was not broken or cut. In the physician's assessment, a suture showing into the lumen of the bronchus may irritate the mucosa and lead to hypersecretion. The stent was left implanted. Despite attempts, boston scientific has been unable to ascertain if any further intervention is planned. There were no patient complications reported as a result of this event. The patient was reported to be in stable condition post procedure. Additional information received (B)(6), 2010: following the procedure, the patient presented with an irritated mucosa and hypersecretion. In the physicians assessment, this was a result of the suture showing in the lumen. No medical intervention was performed or is planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - (stent suture visible in lumen). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was implanted within a cancer patient on (B)(6), 2010. According to the complainant, the stent was successfully deployed within the right main bronchus. The stent had fully expanded and was in the correct position. After removing the delivery system without issue, it was noted that the stent retention suture was visible within the lumen of the bronchus. The stent retention suture stent was not broken or cut. In the physician's assessment, a suture showing into the lumen of the bronchus may irritate the mucosa and lead to hypersecretion. The stent was left implanted. Despite attempts, boston scientific has been unable to ascertain if any further intervention is planned. There were no patient complications reported as a result of this event. The patient was reported to be in stable condition post procedure.